Manufacturer narrative:
It was reported that the venous probe is not reading all of the values during patient treatment. Further information was received on 2025-10-24, that the cardiohelp device was replaced. No harm to any person has been reported. The device caused the complaint and was not able to work as per factory¿s specifications. As the cardiohelp was replaced during treatment, a report is required. A getinge field service technician (fst) was sent for investigation. According to the fst, there was no damage to the venous probe and the venous probe cable and the failure could not be replicated. The venous probe and venous probe cable were replaced as a precaution. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. After two follow up requests the fst confirmed that no patient data is available as the failure was not replicable, the exact root cause remains unknown. However, according to the risk file of the cardiohelp device the following root causes can lead to the reported failure: venous probe sends no or wrong svo2, hct and hb values. Sensor failure because of e.g.:- wrong measurement values caused by sediments in the disposable- light influences- blood light spectrum differences- response time is too long. The venous probe does not influence the blood flow of the device. The venous probe is for monitoring the blood gas values (hemoglobin (hb), hematocrit (hct), oxygen saturation (svo2) and venous temperature). In the instructions for use (IFU), chapter "monitoring and sensors" of the cardiohelp system it is stated that these values must be regularly checked by the user via a blood gas analysis by a laboratory. Furthermore, in the IFU is stated that prior to a therapeutic measure based on the parameters displayed, a laboratory blood gas analysis must be checked. The cardiohelp generates an acoustic and visible alarm in case of a failure of the venous probe. Additionally in the IFU, chapter "application overview for disposables", is stated that if the disposable was changed during operation the venous probe could be re-initialized again. According to the IFU of the cardiohelp, chapter "cleaning and disinfection", the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore in chapter "connecting the sensors" it is stated that the sensors must be kept clean. The device was manufactured on 2014-09-08. The review of the non-conformities has been performed on 2025-08-19 for the period of 2014-09-08 to 2025-08-15. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "venous probe is reading intermittently" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required the occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (cardiohelp) has been manufactured in 2014. All maquet cardiopulmonary class ii products manufactured until the end of 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
The event occurred in USA during treatment. It was reported that the venous probe is not reading all the values. Further information was received on 2025-10-24. The cardiohelp device was replaced during patient treatment. No harm to any person has been reported. As the device was replaced during treatment, a report is required. Complaint ID (B)(4).